Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increasing to high thresholds and the lead was noted to be undersensing. In addition, diminished r-wave sensing was observed over time. The lead was capped and replaced. No patient complications have been reported as a result of this event.